Event description:
It was reported that the patient met with a manufacturer representative and their health care provider (hcp) on (B)(6) 2014. It was further reported that the hcp wanted to replace the implantable pulse generator. The manufacturer representative wanted a longevity calculation based on one anode and one cathode, 4.9 volts, 450 pw, 55 rate and they did not have impedances. It was noted that at 510 ohms the measurement is 9 months and a 1450 ohms the measurement is at 20 months. It was not known what the patient has run the device at since implant or if the settings were changed. If was also noted that the patient will have the device on for 4 hours and then the stimulation feeling fades. It was not known when this started happening. It was noted that the last reset was ¿<(><<)>(B)(6) 2013¿ and that the battery was ok. It was further noted that there was no explanation for the ¿<(><<)>¿ sign. It was also reported that the hcp wants to replace based on the patients age and the symptoms of stimulation fading. It was also noted that there was a loss of therapy but it was not known if it was sudden or gradual. It was later reported that there was a greater than 50% symptom reduction. It was believed that the event was related to an 8.5 year old device that was nearing end of life. It was noted that this was device related and reprogramming was not needed. The office was reportedly seeking authorization from worker¿s compensation to replace the generator. The patient was reported as fine other than the fading intensity of the device as it is run daily. When asked if the patient was receiving effective therapy it was reported that the were for at least 4 hours a day and then the intensity of the device fades, requiring the patient to keep increasing the strength. It was noted that the patient would shut the device off for varying periods of time and the device can be turned back on at lower amplitudes for at least four hours.

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l76184, implanted: (B)(6) 2000, product type lead; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).